Event description:
Per the clinic, the patient experienced a performance decrement, intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015 and the patient was reimplanted with another device during the same procedure. This report is filed march 27th, 2015.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed (B)(6) 2015.